Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. No oversensing was observed. Boston scientific technical services (ts) discussed continued monitoring with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.